Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the reported weak and noisy issue could not be confirmed. However, the reciprocating arm was worn, the motor was corroded, and the device had a cable contact issue, which may affect device functionality; however, the repair was not completed because it is pending materials. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: hungary. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that before surgery the dermatome handpiece was weak and noisy. There was no patient involvement with no harm or delay reported. Due diligence is complete; no additional information. No adverse events were reported as a result of this malfunction.